Event description:
It was reported that the device had a pacing problem as the device had triggered back up mode error 60-00-04. It was noted that the device had a reset that was caused by a flipped bit into ramware. This issue was resolved after the reset as the pacemaker restores ramware condition during the time it was manufactured. No further action is needed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated a partial electrical reset that occurred on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).